Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the top and bottom cases were in excellent condition. During the power up process and calibration verification testing, the reported issue was duplicated. The root cause of the reported issue was found to be the force sensor error was caused by the force sensor being out of calibration due to normal wear. Pump has been in service for over a year without a calibration verification or re-calibration being performed. Recalibrated force sensor. Performed power up process and device passed all the functional testing.

Event description:
It was reported that there was a force sensor calibration fail. No patient injury was reported.